Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery. During the procedure, the existing device was removed. It was noted that no new components were implanted. There were no patient complications.